Manufacturer narrative:
During revision surgery, a custom made implant tibial insert 5deg varus was used. Batch review performed on 14 november 2016. Lot 133635: (B)(4) items manufactured and released on 17 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the medical affairs director made the following analysis: secondary replacement of the tibial insert in the treatment of a valgus knee that was brought to straight using a custom made insert. The outcome of the primary operation, reportedly, was not appreciated by the patient after one year and subsequent correction became necessary. The original position of the femoral component was in valgus position and this situation may have created patient discomfort. There is no reason to suspect that the problem was originated by a faulty device.

Event description:
The patient complained that his right leg was not as straight as the left leg (right leg being slightly valgus).